Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon was not able to press the green button and squeeze the handle. Therefore, the firing did not happen and the cartridges were not used. The cartridges were tried with two different staplers, but the problem could not be solved. The case was completed with another device without any complication. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon was not able to press the green button and squeeze the handle. Therefore, the firing did not happen and the cartridges were not used. The cartridges were tried with two different staplers, but the problem could not be solved. The case was completed with another device without any complication. There was no patient injury.

Manufacturer narrative:
This report was originally submitted "manually" however the report was not sent. Please consider this the initial report for this record. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the cartridges could not be closed fully and they did not take/become the firing shape. Therefore, the firing did not happen and the cartridges were not used. The cartridges were tried with two different staplers, but the problem could not be solved. The case was completed by another device without any complication. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the cartridges could not fully close and they did not take/become the firing shape. Therefore, the firing did not happen and the cartridges were not used. The cartridges were tried with two different staplers, but the problem could not be solved. The case was completed by another device without complications. There was no patient injury.